Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced tubing and performed checks. The calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable alb2 albumin gen.2 results for four patient samples with the cobas 8000 c702 module. Note: the unit of measure was not provided for the following results. Patient (B)(6): the initial result was 76. The repeated result was 42. Patient (B)(6): the initial result was 78. The repeated results was 39. Patient (B)(6): the initial result was 85. The repeated results was 48. Patient (B)(6): the initial result was 88. The repeated results was 48. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.